Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the bending section cover (a-rubber) has foreign objects, and the control unit and grip were sticky (foreign material). Based on the results of the investigation, olympus could not identify the foreign material from the provided information, and a root cause of the reported malfunctions could not be determined/identified. The event is detectable/preventable by handling the device in accordance with the following instruction for use (IFU). IFU states the detection method in bf-p150/1t150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-p150/1t150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the bending section cover (a-rubber) has foreign objects, and the control unit and grip is sticky (foreign material). There was no patient involvement.